Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and alternative cables and adapters did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the malfunctioning pump with a new one that included updated software, and they provided training resources in the customer¿s tandem source account. The customer will use multiple daily injections as a backup form of insulin therapy, understood the instructions for receiving the replacement and returning the malfunctioning pump, and confirmed the shipping address with no signature required for delivery.